Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began on (B)(6) 2011 at approximately 9:30pm. The patient reported blood glucose results of "222 and 167mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient informed the cca that he manages his diabetes with an unknown type of insulin, 10 units, and glipizide pills, 10 mg. The patient denied making any changes to his normal diabetes management routine due to the alleged issue. Approximately 1 hour and 45 minutes later, the patient claimed he was feeling "light headed, had cold sweats and a slight loss of balance." The patient stated he consumed more food and drink at approximately 11:40 pm (20 minutes after the symptoms began). At the time of troubleshooting, the cca noted that the meter was in the correct unit of measure. The sample was drawn from the same approved source. A control solution test was performed and the result fell within specifications printed on the vial of subject strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.